Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there is one additional complaint associated with the lot for the reported issue. One opened probe was received with a tip protector in a tray for the report of tip of the cutter was broken. The tip of the probe was returned in a glass container. A digital versatile disc (dvd) was additionally received. Seven unopened probes were additionally received in trays. Photos of the probe needle are attached to the parent file. These photos were reviewed by the manufacturing site. The photos show the probe needle is broken at the port and show the detached tip of the probe needle. A dvd of the surgical procedure was returned to the manufacturing site. The video confirms that the probe needle tip fell into the eye and was retrieved. The manufacturing site is unable to determine the total cutter actuation time from the video. The returned sample was visually inspected and was found non-conforming with the probe needle broken at the port. The probe was disassembled and the components inspected. Excessive wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks were observed at the bend area, cutting edge and several other locations along the inner cutter. Damage to the cutting edge was observed on the inner cutter. The seven unopened probe samples were visually inspected and were found conforming. The complaint evaluation confirmed that the probe had a broken tip at the port. The manufacturing site reviewed the surgical video and was able to confirm the tip fell into the eye and was retrieved. The exact root cause for the broken tip cannot be determined from this evaluation. The most likely contributing factor to the broken tip at the port is excessive surgical use of the probe. The vitrectomy portion of the procedure is typically less than 20 minutes and it appears that the probe had experienced a use much greater than this typical timeframe. The seven unopened returned samples were found to be conforming, therefore a broken tip defect as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer in regard to these samples. An internal investigation has been completed to further evaluate the cause of probe tip breakage at the port. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints will continue to be reviewed and closely monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the tip port part of the broke and it fell into the patient's eye near the retina. The cannula was removed and incision enlarged to removed the piece of tip with forceps. The product was replaced and procedure completed with no patient harm.